Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a battery out limit. The customer's blood glucose was over 550 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer was advised to clear the alarm. The customer was assisted with reprogramming time and ate. The customer was assisted with reprogramming fixed prime. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.